Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <nhl, pjs> b3: approximated based on the date the manufacturer became aware of the event.